Event description:
It was reported that a pump display issue occurred where the screen appeared black and would not turn on, affecting the customer's ability to interact with the device. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support confirmed that the pump was within warranty and arranged for its replacement. The customer was instructed to return the problematic pump using a pre-paid label and box but declined to share information regarding their backup insulin therapy.